Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed, indicating that the insulin pump had experienced an unexpected restart. The blood glucose reading was 208 mg/dl. The customer stated that he first received the alarm during normal device use, although he noted that the alarm was not recurring during regular use. The customer was assisting with programming the insulin pump and declined to have the insulin pump replaced. Nothing further reported.